Event description:
Boston scientific crm received information that this atrial pacing lead exhibited loss of capture and pacing impedance measurements of >2000 ohms. Noise was noted. The lead was explanted and replaced with another boston scientific pacing lead.